Event description:
It was reported that during a generator replacement surgery an infection was observed in the generator pocket. Diagnostics performed prior to the surgery were said to be ok, and there were no external signs or symptoms of an infection prior to the replacement. The generator had been implanted since 2000. Information was later received indicating that the patient was re-implanted as planned and that the infection was excised and sent to be cultured. Further clarification was then received indicating that the infection was an abscess and was treated with antibiotics. It was unclear if the issue had since resolved as the neurologist had not seen the patient to- date. No additional information is known at this time.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received on (B)(6) 2012. The physician stated that in order to treat the infection, the old vns pulse generator was excised, the wound was debrided, and the patient was treated with IV antibiotics. No other interventions were taken or planned at this time. The physician also stated that he didn't know why the patient had an infection around the pulse generator. He clarified that her initial implant was done a long time ago and it was just recently that the patient started complaining of some pain around the pulse generator. The physician could not comment on if the issue occurred recently or was old. The physician also stated that the patient did not give any history of manipulation or trauma which may have caused or contributed to the issue. Lastly, a culture and sensitivity was carried out on the pus. There was no aerobic or anaerobic growth for five days and no organism was grown. The DHR for the patient's lead and generator were reviewed. Sterilization of both products, prior to distribution was confirmed.